Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an right ventricular (rv) lead integrity alert was triggered due to non-sustained high rate episodes and an elevated sensing integrity counter (sic). It was further reported there was an rv lead noise warning. Some oversensing was observed on stored electrograms and there was possible t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reported that no changes were made as the physician reviewed the information and noted the sic counter was activated by a very fine ventricular fibrillation (vf) rhythm.